Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the procedure, using an approach from the femoral artery, the device was advanced and became stuck due to the patient's anatomy. When the device was removed, a kink was confirmed. Another mpis-401-10.0-sc-nt-u-sst was used instead. Device imaging identified coil separation. There have been no adverse effects to the patient reported.